Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, and death). (B)(4).

Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: plc121400j/16156710 and pxl161007j/14930928. (B)(6).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm and a right common iliac artery aneurysm using a gore® excluder® aaa endoprostheses. Reportedly the patient had heavily tortuous anatomy. It was reported the right internal iliac artery was coil embolized, and the endoprosthesis was deployed. The proximal end of the endoprosthesis was located just distal to the right renal artery (lowest), the distal end of the endoprosthesis on the right was located in the right external iliac artery, and the distal end of the endoprosthesis on the left was located in the left common iliac artery. Touch-up ballooning was performed, and intra-procedural angiography showed no issue. The procedure was concluded. On (B)(6) 2017, at approximately 1400, the patient¿s blood pressure had decreased and the patient experienced a cardiac tamponade due to a retrograde stanford type a aortic dissection. Vasopressors were administered, however, the condition was not resolved and cardiopulmonary resuscitation was performed and the patient revived temporarily. At that time, echography showed findings of a retrograde stanford type a aortic dissection, in the descending aorta. No additional procedure could be performed for the dissection. The patient expired on (B)(6) 2017, before 1700 due to the dissection. No autopsy was performed. The physician reportedly said that it was unknown whether the dissection was developed from the edge of the endoprosthesis or not and a location of the tear was also unknown as the dissection was not confirmed on final angiography. No more detail includes the location of the entry tear was available.